Event description:
The reporter stated that they have another obturator with a loose tip. When the product was taken out of the package to test it, the white tip fell off.

Manufacturer narrative:
The obturator used with this device has been received; however, the investigation has not been completed. An add'l report will be sent upon completion of the investigation. The device history records for the device as well as the obturator were reviewed and determined acceptable.